Manufacturer narrative:
D5,9; h2,3,4,6; g4: added additional info. Device not returned for analysis. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: analysis conclusion: record purpose only: no conclusion could be reached as to what may have caused the reported incident. The instrument was not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the clips from the er320 scissored. Another er320 was opened to complete the procedure. There was no consequence to the pt.